Event description:
It was reported that the patient presented in clinic for generator upgrade procedure. During procedure, it was noted that their right ventricular (rv) lead exhibited insulation damage. The rv lead was capped and replaced on (B)(4) 2026. The patient was stable throughout.